Event description:
It was reported that during a hemicolectomy procedure, the device did not suture. The jaws were not parallel. In the distal section, the clips were not closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Delay of thirty minutes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If the device cut, was the cut line complete? Were there staples missing from the staple line? What was the appearance of the ¿clips¿ (staples) that did not close (irregular shape, legs straight)? What color cartridge was being used? On which firing did the event occur?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: file reopened as the following additional information was received from the affiliate: ¿the device did not suture¿, ¿in the distal section, the clips were not closed¿ only in the distal section? Please explain more detailed. Due to the jaws that weren't parallels, the line of staples wasn't formed properly, with open staples on the distal part of the line what was the outcome, leakage, bleeding or other please specify? Leakage on what tissue type was the device used? At what location on the tissue? Distal sigmoid - prossimal rectum was it used on thick tissue? Not particularly on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes during which stroke did the event occur? Especially during 2nd and 3rd stroke. Was the cartridge correct inserted, did they hear the ¿click¿? Yes what color cartridge was being used? Gold. What other color cartridges were used before and after this event? Only gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Strange sound during firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force to firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. Has this any impact on the patient, the surgery or the healing process? No. Was the additional procedure time of thirty minutes only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Time to take another instrument ( that wasn't in the or) , time to prepare tissue... Is there any other additional information you would like to share about this device or procedure? I tried the instrument with a sample cartridge (gold): when I closed the jaws these weren't parallels and the distal staples weren't closed properly. What is the age and sex of the patient? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60a device was returned with the anvil bent upwards and with a fully fired cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however the most distal staples were not completely formed. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.